Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged abscess is related to v.a.c.® therapy. It is unknown if a culture was performed nor if antibiotic therapy was administered.

Event description:
On (B)(6) 2014, the device was tested per quality control (qc) procedure by kci (B)(4), and the unit passed the qc checks and met specifications prior to patient placement. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci (B)(4) service center, and the unit passed the qc checks and met specifications post patient placement. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
It is unknown when the event occurred as this information has not been provided. Based on the information provided, it cannot be determined that the alleged abscess is related to v.a.c.® therapy. It is unknown if a culture was performed nor if antibiotic therapy was administered. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. No device identifier.

Event description:
On (B)(4) 2015, the following information was reported to kci by the physician at the 28th annual meeting of (B)(6): a patient underwent closure of the "muscle layer of peritoneum" and the subcutaneous portion was left open. Negative pressure wound therapy was initiated post operative day 1. On post operative day 7, an "ulcer" was observed in the wound. The wound was washed, a suture was partly removed, and negative pressure wound therapy continued. It was noted that "it took time until closing the wound." On (B)(6) 2015, the following information was reported to kci: the "ulcer" was a suture abscess. No additional information is available. The unit's type or serial number was not provided, therefore kci cannot conduct a device evaluation of the unit.